Event description:
(B)(4). It was reported that post stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented at the time of the index procedure due to neck, jaw, and chest pain. Cardiac catheterization revealed a 80% stenosed, 10mm long lesion located in the proximal right coronary artery with a reference diameter of 3.4mm. This was treated with direct placement if a 3.5x12mm taxus element stent resulting in 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with progressive chest pain and dyspnea on exertion and was admitted on the same day due to artherosclerotic heart disease. Five days later, the subject presented with elevated troponin values and was diagnosed with having a myocardial infarction (peak troponin 1.287ng/ml, uln+0.14ng/ml). The same day, the 100% focal in stent restenosis located in the proximal rca, was treated with coronary artery bypass surgery x2 (lima-lad, svg-rca).

Manufacturer narrative:
(B)(6). Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).